Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <suggested event 1: foreign material adhesion to the forceps elevator> it is presumed that the user inadequately reprocessed around the forceps elevator. <suggested event 2: forceps elevator wire frayed> it is presumed that this event occurred in the following mechanism: I) fatigue accumulated on the wire by repeated operation of the forceps elevator. Then the wire got snapped. Ii) the user kept using the device with snapped but not raised wire strand because they did not detect it. Iii) thereafter, the snapped wire was caught in the distal cover when the user attached the cover to the device. Or, the snapped wire was contacted with the cleaning brush during brushing process on the distal end. In this way, the snapped wire got frayed. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was foreign material on the forceps elevator and the elevator wire had been raised due to cut or fray. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomena which might be caused by insufficient cleaning and mechanical/chemical stress applied by repeated use for the long duration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.